Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. A high temperature alarm condition was observed in the ventilator's downloaded error log. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating.